Event description:
On (B)(6) 2025, the user¿s guardian reported that the ilet screen was cracked and unresponsive to touch. Blood glucose (bg) was affected, with a high of 280 mg/dl. The user switched to backup therapy to restore insulin delivery. No medical intervention was required, and bg correction was in progress at the time of the call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.